Event description:
It was alleged in a lawsuit that prior to june 20, 1998, a billiary wall stent was surgically implanted in the bile duct on the plaintiff, allegedly unraveling and necessitating removal in 1998, co has since been advised that the stent was implanted originally in 1996 not 1998 as indicated in the complaint.